Manufacturer narrative:
(B)(4). As per the additional information received on 17jun2023, the patient had no injury, hence no medical intervention was required. The device was replaced to complete the procedure and the patient condition was fine. The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the first staple appeared misaligned. The stapler was returned with 23 staples remaining in the cover block, indicating that at least 12 staples were fired by the customer. The trigger was not returned engaged. No clear evidence of use in the form of biological material was present on the device. As part of functional inspection, multiple attempts were made to fire staples by engaging the trigger of the stapler using hand pressure, but no staples fired. It was identified that the misalignment of the first two staples prevented the staples from moving down the track and into the forming tool and firing down correctly. The sample was returned to the manufacturing site for further analysis. Each stapler was fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it was unlikely that the issue was present at the time of assembly. For this reason, it was unlikely that the issue was present at the time of assembly. It could not be determined what caused the staples to misalign. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate misfiring and jamming in visistat staplers. The forming tool component was also under the same investigation. Investigation still ongoing at the time of this report. Additionally, the IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A DHR review was performed with two potential lot numbers (73e2201087 & 73e2200836) identified from a review of customer sales history, as no lot number was reported by the customer, and no evidence was found to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "hcp failed to fire staple because of stuck staples while using on patient".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 staplers were taken from the current production from p/n 528135 visistat 35r 6/box lot# 73d2300737 the staplers were functionally inspected (fired) and issue reported "misfire/jamming - staples not firing" was not observed in the current manufacturing process, the staples were loaded and released correctly. DHR investigation did not show issues related to complaint. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. The associated MDR numbers identified were 3003898360-2023-00742, 3003898360-2023-00806, 3003898360-2023-00753, 3003898360-2023-00752, 3003898360-2023-00751, 3003898360-2023-00750, 3003898360-2023-00749, 3003898360-2023-00747 and 3003898360-2023-00746. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "hcp failed to fire staple because of stuck staples while using on patient". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Event description:
It was reported that "hcp failed to fire staple because of stuck staples while using on patient". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35r 6/box lot # 73e2201087 was manufactured on (B)(6) 2022 a total of 13,800 pieces. Lot was released on (B)(6) 2022. DHR investigation did not show issues related to complaint. Other remarks: n/a. Corrected data: n/a.